Manufacturer narrative:
The x-ray shield is made of a tempered glass (safety glass). The tempering is to assure that if the glass does shatter into small irregular pieces instead of sharp shards.

Event description:
A customer reported that when they arrived at the site the x-ray shield was found to be shattered.. Security at the site said no one was in the room overnight and no one was present at the time of the event. Ther were no injuries reported.